Event description:
It was reported that during a "tvt" procedure, the needle separated from the mesh during the second pass through the retropubic space. Another device was used to complete the procedure with no patient consequence.